Event description:
Hosp advised that the pump was on a pt in the ICU and infusing levophed. Pt went into ventricular tachycardia and code blue was called. The pt was shocked once, and returned to sinus rhythm. After the code it was observed that the pump malfunctioned prior to the code. The levophed had been set up to infuse on channel b at a rate 0.8ml/hr, volume to be infused was set at 112.9ml. There was 19ml left in the container and priming volume of the tubing was 23ml. A total of 42ml was infused to the pt.